Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. Additionally, it was reported that the insulin gauge was inaccurate. Reportedly, the customer reuses the cartridge. Tandem technical support informed customer that reusing cartridge is off label per the tandem user guide. A new cartridge was loaded to resolve the issue. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. H3 other text : device not returned.